Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that foot pedal dies during exposure. The rse suggested to release the footswitch and then press it again to resolve the issue. After that fse inspected the system onsite and did the functional testing and issue did not appear and the system was returned to use in good working order.

Event description:
It has been reported to philips that the wireless footswitch was not working during exposure. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.